Event description:
Caller reported a cartridge alarm 20 that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer was able to resolve the issue with assistance from technical support by loading a new cartridge using proper load techniques, and successfully resumed insulin therapy.